Event description:
Healthcare professional reported that the surgeon had started to implant the device when he noticed that the sewing ring was cut with the stent. He stated it was probably a problem with the main nurse during handling, but wanted to verify it.